Event description:
The patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device no longer functioning as expected. The physician believed that it had worn out. A new ipp was implanted. There were no patient complications reported.